Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported¿ rupture¿. Later healthcare professional reported "there was liquid but no test was performed" and "the prosthesis that is broken is the right one" (contralateral). This record is for the left side. Device was explanted and replaced. Device will be returned. Therefore, this record is no longer reportable to the FDA and will be unreported.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the left side. Device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.